Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the filament driver circuit board was defective, and that the high voltage tank was arcing internally. Both items were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed filament regulator error, along with low ma, and low kv errors. There was no adverse patient involvement reported. There was no patient information reported.